Event description:
It was reported that high lead impedance was received on both system and normal mode diagnostics at a physician's follow-up appointment. The patient's device was programmed off due to the high lead impedance and was referred for x-rays. X-rays were sent to the manufacturer and evaluated. Review of x-rays revealed the generator was placed in the left chest in normal orientation. The filter feed-thrus appeared to be intact. The connector pin insertion was unable to be assessed due to the angle of the images; however, the lead wires at the connector pin appeared to be intact. Nonetheless, part of the lead was located behind the generator and could not be further assessed. No lead discontinuities or acute angles were visualized in the lead body of the received images. Additional info was received from a company rep indicating the pt surgery schedule is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.